Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction were identified during device evaluation: adhesive around the light guide lens was peeled, there was a chip in adhesive area between distal end and the forceps elevator has a burn/metal part at the distal end has a burn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive around the light guide lens was peeled, there was a chip in adhesive area between distal end were due to: cause traced to component failure. However, the most probable cause of the forceps elevator has a burn/metal part at the distal end has a burn was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodeno videoscope was returned to the service center with a report of forceps elevator wire broken. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, adhesive around the light guide lens was peeled, there was a chip in adhesive area between distal end and the forceps elevator has a burn/metal part at the distal end has a burn. There was no patient involvement.